Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, my surgeon (B)(6) sent a text message with an xray (ap and lateral) of a surgery done on (B)(6) 2015. Pedicle screw was observed and there were broken screws at l5 and s1 on the right side. Images were sent for surveillance only.

Manufacturer narrative:
Brand name, device available for evaluation?, device evaluated by MFR?, evaluation codes: corrected data. PMA #: additional information. (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). One 5.5 ti 6 x 45 mm cortical fix screw (product code: 1867-31-645, lot number: apnc75) was returned to the cqu on february 21st, 2017 after the original closure of the complaint. The returned screw was fractured at its neck. Both the head and the shank of the screw were returned also and is listed as having been left in the patient. The screw was subsequently submitted for fracture analysis. Optical image of the fractured surface show that it exhibits two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. This implies that the fracture initiated near one edge of the shank, then propagated through the center before full failure/breakage at a rough region at the opposite end, presumably when the strength of the remaining region was insufficient to bear the load. The image reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be fatigue failure due to high forces being exerted on the screw over a period of time, resulting in the fracture once the strength of the remaining region could no long withstand the applied load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.